Event description:
We were doing an endovenous ablation as the tech were preparing the "venacure evlt never touch -frs 65cm procedure kit" the dilator was unable to be fully passed through the sheath; it only made it about halfway through. The surgeon, techs and rep saw there was kink in the sheath preventing the dilator from passing. The rep recommended we get a "venacure evlt never touch -frs 65cm procedure kit" to proceed with the procedure.